Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel disfunction. It was reported that the therapy was turned off for a CT scan last thursday and the therapy was turned back on after the scan. Patient said that several days later they didn't feel stimulation and their symptoms were worse. Patient said that for the last couple days they hadn't had good symptom control so they wanted to make an adjustment and the handset screen showed "session timed out" and they wondered if this meant that therapy was off. Patient services (ps) reviewed the meaning of session timed out to the patient (that the app wasn't exited). During the call patient was able to connect with their implant and confirmed that therapy was on, stimulation was increased and patient said they felt the stimulation comfortably. Ps recommended the patient monitor symptom control after adjustment and follow up with their hcp if they don't see an improvement. Patient mentioned that they were blind so they keep their external equipment plugged in at all times. Patient wished there was a voice over app for the therapy app for blind people. Patient also mentioned that one time in the past they made a mistake of not charging their external devices and their therapy stopped working, patient said this had happened sometime late last year. Ps reviewed that external equipment not being charged would not be related to return of symptoms. Patient said they understood this but they felt like it was and said that when handset was charged back up they "felt" something like stimulation come back on.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.